Event description:
Pt called lfs alleging that their meter would prompt error 1. Pt did not report any symptoms at the time of concern. Pt did not take any actions following the attempted use of the meter. Pt obtained an error 1 after re-testing. No medical care was sought from a healthcare professional. Pt did not have another meter to test with. It is unk how long the meter had been prompting error 1. Based on the owner's manual definition of error 1, the message indicates that there was a problem with the meter. The customer service rep walked pt through resolving the issue. The meter was replaced due to an unresolved issue.